Event description:
Boston scientific crm received information that the patient with this device received inappropriate shocks due to atrial fibrillation with fast ventricular response. The episode was first detected in the vt-1 zone, which was programmed as a monitor only mode. When the patient's rhythm increased to the next programmed zone, 3 bursts of atp were delivered, followed by a 5j and then a 41 j shock.

Manufacturer narrative:
It was reported that there was not an intent to treat this rhythm, although the 41j shock was successful in converting it. Technical services discussed that detection enhancements were not utilized as rhythm was first detected in monitor only zone, which is normal device function. No adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed all seal plugs were intact, all setscrews moved freely and all leads had been fully inserted and secured. A review of the device's memory was unable to confirm the reported clinical allegations of inappropriate tachy shock(s). Automated testing verified the basic sensing, pacing and shocking functions of the device were all fully functional. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor(s) that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion; although, no longevity allegations had been received from the field on this product.

Manufacturer narrative:
Subsequently the device was electively explanted and returned for disposal. No allegations were submitted with the returned product; however, initial laboratory testing has determined the device did not meet its longevity expectations. Root cause testing remains ongoing.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.